Event description:
It was reported that the knife on the sphincterotome broke when energized while performing a papillotomy. The event occurred during a therapeutic endoscopic sphincterotomy (est), which was completed after a less than 30 minute delay using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed, the cutting wire was broken. The broken portion was examined further and found to be scorched and melted. Based on the results of the investigation, a likely mechanism that would cause the broken cutting wire would be the following: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide the expiration date and manufacturing date. Additional information added to the following fields: d4 (expiration date), h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.